Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, which occurred during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) to cycle power and the hc then alarmed system error 2367. The tsr had hp cycle power again and alarms cleared. The tsr advised hp to start over with new supplies. During trouble shooting it was found that an unused supply line clamp was open and proper procedures were reviewed with the patient. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The problem was confirmed, and the cause was use error - open clamp. This issue is being investigated through CAPA. A labeling review was performed and found to adequate for the use error identified in this report.